Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that, the plastic posted to extreme heat and the seal reservoir has broken also every time change the battery cap pieces breaking off and the drive support area piece broke off. The blood glucose was 319 mg/dl at the time of the incident. Customer treated high blood glucose with the manual injections and then blood glucose went down to 271 mg/dl. The blood glucose values were 179 mg/dl, 236 mg/dl and 70 mg/dl. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.